Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned area as instructed, and attempted to reload cartridge without success, then chose not to try another cartridge and elected to switch to multiple daily injections while waiting for replacement pump arranged by technical support.